Event description:
While doing a contour spect: while the detector was at 90 degrees orbit; the detector was to move in but it moved well beyond the point it was to stop and the safety pad did not stop the motion. The safety pad is not operational on the "lehr" as facility writes this report.